Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " customer problem: (B)(4) / false positives on n2. Steps taken with customer/troubleshooting: apps to do the troubleshooting. "

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " customer problem: (B)(6) / false positives on n2. Steps taken with customer/troubleshooting: apps to do the troubleshooting. "

Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive results on bd max sars-cov-2 assay. It was determined that the lab never performed environmental monitoring and customer cleaned the instrument. Review of database has verified contamination. Pipette was cleaned with bleach and the 5 samples were ran and all passed. Instrument was returned to service functional. Root cause is determined to be contamination. Complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.